Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in tubing/chamber and also alleged difficulty breathing/short of breath, eye infections, sinus infections. Patient also has had to have surgery on his eyes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber and also alleged difficulty breathing/short of breath, eye infections, sinus infections. Patient also has had to have surgery on his eyes. This notification was reviewed by the pms clinical expert due to patient reporting has eye infections, sinus infections, shortness or breath, has had to have surgery on his eyes, he has noticed particles in the device. The reported events of has eye infections, sinus infections, shortness or breath, has had to have surgery on his eyes may be related to a product problem and/or user error. Additionally, the reported complaints could also be explained by disease or underlying condition/past medical history. Patient noticed particles in the device. Base on the available information at the time of the review, the device may have caused or contributed to the reported events. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on mar 24, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber and also alleged difficulty breathing/short of breath, eye infections, sinus infection that are related CPAP device's sound abatement foam. Patient also has had to have surgery on his eyes. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown dust contaminant on the flip doors, top enclosure, ui panel, pca, rear panel, inside the iso port, bottom enclosure, blower, and blower box. Manufacturer observed black hairlike contaminant on the flip doors, top enclosure, bottom enclosure, and rear panel. Manufacturer observed insect parts on the bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section e3 occupation was updated in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.